Event description:
It was reported that the patient had stopped charging their ipg. As a result, the ipg had become inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.